Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse stated they had a power surge. When the arctic sun device came back on it alerted to fill reservoir. Nurse added water and now every time they press start therapy the device says priming and stops. There was no flow. Mis explained when the device was powered off or loses power before pads were emptied that the device would give this alert. Nurse had likely created an overfill and the device needed to be drained. Mss had nurse to stop therapy, drain pads and drain 20 ounces of water from right drain port. Nurse tried to start therapy, but now cooling was greyed out and they could not start. There was supposed to be 7 hours and 15 minutes left of cool time before rewarming starts. Mss walked nurse through setting up hypothermia cool patient to 36c for 7 hours 15 minutes and confirmed rewarm settings rewarm from 36c at 0.25c/hr to target temperature 37c. Nurse started therapy and flow rate stabilized at 3 l/m.

Event description:
It was reported that nurse stated they had a power surge. When the arctic sun device came back on it alerted to fill reservoir. Nurse added water and now every time they press start therapy the device says priming and stops. There was no flow. Mis explained when the device was powered off or loses power before pads were emptied that the device would give this alert. Nurse had likely created an overfill and the device needed to be drained. Mss had nurse to stop therapy, drain pads and drain 20 ounces of water from right drain port. Nurse tried to start therapy, but now cooling was greyed out and they could not start. There was supposed to be 7 hours and 15 minutes left of cool time before rewarming starts. Mss walked nurse through setting up hypothermia cool patient to 36c for 7 hours 15 minutes and confirmed rewarm settings rewarm from 36c at 0.25c/hr to target temperature 37c. Nurse started therapy and flow rate stabilized at 3 l/m. Per follow up information received phone on (B)(6) 2022, nurse stated that the issue was resolved after following mis directions. The patient was able to complete therapy with no further issues. No patient injuries. The device worked fine.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.